Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was explanted and replaced. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).